Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities and some signs of clinical usage. The device was bloody. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "would not work" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cautery would not work, which is assumed to mean would not activate. A new cord was tried, but it still would not work. A new kit was used to complete the procedure. There were no pt effects. The product was returned.